Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine device interrogation. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator was under-sensing ventricular fibrillation events. It was indicated that the under-sensing did not result in delayed therapy. No programming changes were made. The patient was stable.